Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and the customer was advised to call back if further assistance was needed with the reset process.